Event description:
It was reported that the right atrial (ra) lead was unable to capture at high outputs. The lead impedance and sensing were within normal range so the physician elected to leave the lead in use for sensing purpose. No intervention was done for the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.